Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that on (B)(6) 2015 she was shopping and the theft detector turned the device off. The patient was not aware at that time that stimulation was off. The patient went to the doctor and was told that the device was off. Since then, the patient has confirmed that stimulation is on and she increased to 1.1v. Stimulation was tolerable. The patient also noted that once the patient felt a sudden change/ vibration at the ins site when at the va when the doctors were using sound wave equipment to adjust her husband's hearing aids. The vibration stopped when they stopped using their tools. This occurred on (B)(6) 2015. Information was omitted about an unrelated sx return, captured in (B)(4).